Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderate tortuous and severely calcified anterior tibial artery. A 2.0mm x 220mm x 150cm, mr coyote es balloon catheter was advanced for dilatation. However, during first inflation at below rated burst pressure, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with different device. No patient complications were reported and the patient was in good condition.